Event description:
It was reported by customer that when retracting the needle from the port the safety cover came off and the needle was free uncovered. Huge risk for needle stick injury. Verbatim: complaint via email. Email(s) attached the end user reported when retracting the needle from the port the safety cover came off and the needle was free uncovered. Huge risk for needle stick injury."" Incident date unknown. Chc complaint reference #: (B)(4) hospital complaint reference #: (B)(4) customer (hospital) name: xxx customer address: xxx contact name:xxx phone: xxx e-mail: xxx correspondence language: english cat# of product being complained: bd383319 description of product: saf t intima y adp 24gx.75in row yellow 25ea/bx 8bx/ca lot or s/n: (B)(6) complaint category: fail to function / defective incident date: unknown details of complaint (reported issue): ""the end user reported when retracting the needle from the port the safety cover came off and the needle was free uncovered. Huge risk for needle stick injury."" Incident date unknown. Complaint noticed: during / after use problem frequency: 1st time patient injury: unknown has health canada been informed? Unknown qty affected: 1 ea samples available? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.